Event description:
A customer reported that their insulin pump triggered an altitude alarm, which has occurred previously. There was no adverse impact to the customer¿s blood glucose level, as it remained between the specified range. The customer switched to using manual injections to ensure insulin delivery was not interrupted. Technical support arranged for the replacement of the pump and instructed the customer on how to store the current pump and return it using a pre-paid label.